Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported event involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The investigation could not support the reported complaint. The maximum temperature recorded during free run testing was 22.5 celsius degrees. This temperature is not within the bum threshold regardless of the contact period per iso (B)(4). The returned handpiece was tested by manufacturing personnel and met all requirements. Poor lubrication practices of the head cavity most likely caused lodging of the outer race of the set inside of the cap which led to set instability. This frictional contact most likely led to the heating seen by customer in the field.

Event description:
In this event a doctor reported that an atc mini handpiece overheated. There was no injury or intervention.